Event description:
It was reported that on (B)(6) 2010 the lead was capped and replaced.

Manufacturer narrative:
Analysis confirmed noise on the ventricular channel in the laboratory. The noise was present during bench testing with the device soaking in saline and tapping the device septa area. Damaged septa were noted on the device sj-4 and atrial connector ports. After repairing the damage, no noise present on the real time egm.

Event description:
It was reported that the device showed lead noise shortly after implant. The noise was reproducible by tapping on the header. The setscrews were checked and were seated properly. The physician opted to change out the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.